Event description:
It was reported that the implant has damaged threads. The implant remains implanted and a thread tap was requested to repair the implant. Tooth location was not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1 patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. The device will not be returned for analysis as the implant remains implanted in the patient's mouth. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.